Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that infusion set tape not sticking and cause of the product not adhering was set ripped off and also patient experienced bleeding at site. The event occurred on (B)(6) 2026.